Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. The initial reporter also notified the FDA on 12 january, 2021. Medwatch report # mw5098453. Report source other: medwatch report (B)(4). Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. A device history record review was completed by our quality engineer team for provided material number 305196 and lot number 0051422. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 18x1-1/2 rb dislodged from the hub. The following information was provided by the initial reporter: material no.: 305196, batch no.: 0051422. It was reported that the needle dislodged from the hub while withdrawing the needle from the vial. Per attached medwatch report: an 18 gauge needle dislodged from the hub while withdrawing the needle from a vial, no injury occurred. The needle used was a bd precisionglide, 118g x 1 11/2 (1.2mm x 40mm), ref 305196, lot 0051422 exp 2025-03-31. Becton dickinson and company.